Event description:
Initially the customer called to report that something was wrong with the insulin pump and then hung up. Attempted to contact the customer twice and he reported that his insulin pump alarmed an error. Troubleshooting was declined as customer stated that currently the device was functioning properly since the accident. The caller mentioned that the arrow buttons were worn out. He mentioned that after visiting his doctor he got into an accident where he ran into a building, but nobody was hurt. The customer stated that he was lying outside his car when the paramedics arrived and treated him. The customer suffered from hypothermia from being outside with his low blood glucose of 30mg/dl. Then he was taken to the hospital where he was treated. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.